Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over. The customer indicated, this was a cross organizational issue, as she had received multiple calls from other areas reporting that their systems were also down. User did not have sample patient or order details available. Additionally stated that the same issue had occurred two weeks earlier. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing. A technical support specialist reported that the hospital information technology (it) team switched the event settings from archive to overwrite and increased the available space on the c: drive after the old c2safe adapter logged excessive events that filled the disk. The system functioned as intended after the technical support specialist investigated the issue.